Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas plus valve was implanted to a male patient via l-p shunt on an unknown date with an unknown initial setting. The valve was used with the silascon lumbar catheter (manufactured by (B)(4), product code: 702-jj). However, the patient complained of headache after the procedure and ventricular reduction was not observed. Therefore, on (B)(6) 2020, the valve was replaced with a new one.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The certas valve was returned for evaluation: failure analysis: the valve was visually inspected; the needle guard was raised and needle holes in the needle chamber were noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux and siphon guard. The valve was then pressure tested and the valve failed the test due to the raised needle guard blocking the passage. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone housing base the root cause for the problem reported by the customer is due to the raised needle guard this is probably due to wrong handling as noted in the "IFU" : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.

Event description:
N/a.